Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer¿s other blood glucose were 40 mg/dl and 118 mg/dl, 400 mg/dl. Customer alleging possible pump under delivery. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with intravenous drop and insulin pump. The customer was wearing the insulin pump during the hospitalization. The customer did a self test and the insulin ump did pass that test. Customer states that the drive support cap appears normal. The insulin pump will not be returned for analysis.